Event description:
Treatment of a left unruptured cav (cavernous) aneurysm measuring 10.30mm x 5.00mm. During pipeline deployment, it was reported that balloon angioplasty (an option presented in the instructions for use) with a hyperform balloon was required in order to achieve full wall apposition. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).